Manufacturer narrative:
Device eval: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the tamper seal was missing, the lens was damaged, the downstream occlusion was bubbled and the battery compartment had corrosion. Functional testing involved accuracy testing and showed the device's expulsor was out of spec. The expulsor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump's volume matrix test was out of range. It was reported that it was tested three times and each time failed over 32; the test result was over delivery. It was reported that there was no patient involvement. No adverse effects were reported.